Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, explanted: 2015-(B)(6), product type catheter. (B)(4).

Event description:
It was reported the patient had their pump and catheter removed due to a suspected granuloma. Upon device removal, they also believed an infection was present. The pump was used to deliver gablofen (3000ug/ml). The outcome of the event was unknown. Additional information has been requested, but was not available as of the date of this report.